Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: 11/24/2020 a manufacturing record evaluation was performed for the finished device batch qbmbha, vcp304h and no non-conformances were identified. Additional h3 investigation summary: it was reported that the needle broke. A suture needle was returned for evaluation. A fracture was observed at the suture attachment of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation of pc-(B)(4) revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. This was a ductile fracture. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Date sent to the FDA: 11/24/2020.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was there any additional tissue damage as a result of searching for the needle piece? None. What tissue structure was it located? Subcutaneous tissue. What is current condition of the patient? Normal. Procedure date? (B)(6) 2020.

Event description:
It was reported that a patient underwent a c-section surgery on (B)(6) 2020, and suture was used. During the procedure, it was reported that the needle broke when sewing the abdominal skin incision for the last stitch during the surgery of cesarean section, and pelvic adhesions. About 16 mm broken needle was located by color doppler ultrasound, and was retrieved completely from the patient's body. Changed another one to complete the surgery. There were no adverse patient consequences reported. Additional information was requested.